Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') in a (B)(6) year old female patient who had essure (batch no. Cs0008w) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" in (B)(6) 2014 and device ineffective "device ineffective". The patient's medical history included asthma, fibromyalgia and ectopic pregnancy. Concomitant products included nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain lower ("llq abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), device dislocation ("missing essure device/no signs of essure device on CT scan"), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). Essure treatment was not changed. At the time of the report, the stillbirth, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, anxiety, menorrhagia, vaginal haemorrhage, depression, migraine, nausea and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,back pain, gen. Abnorm. Bleed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received. Reporter information, lot number, medical history added. Events: stillbirth, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: mental anguish, migraines / headaches, nausea, llq abdominal pain, plaintiff did not undergo essure confirmation test, missing essure device added. Pregnancy outcome updated. Seriousness criteria removed for event:pregnancy with contraceptive device and genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') in a 36-year-old female patient who had essure (batch no. Cs0008w) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" in (B)(6) 2014 and device ineffective "device ineffective". The patient's medical history included asthma, fibromyalgia and ectopic pregnancy. Concomitant products included nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain lower ("llq abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), device dislocation ("missing essure device/no signs of essure device on CT scan"), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain") and back pain ("back pain") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). Essure treatment was not changed. At the time of the report, the stillbirth, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, anxiety, menorrhagia, vaginal haemorrhage, depression, migraine, nausea and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,back pain, gen. Abnorm. Bleed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain lot number: cs0008w manufacture date: 2013-12 expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth') in a 36-year-old female patient who had essure (batch no. Cs0008w) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" in (B)(6) 2014 and device ineffective "device ineffective". The patient's medical history included asthma, fibromyalgia and ectopic pregnancy. Concomitant products included nsaids, pantoprazole and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and abdominal pain lower ("llq abdominal pain"). On (B)(6) 2017, the patient experienced migraine ("migraines / headaches"), 3 years after insertion of essure. On (B)(6) 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced stillbirth (seriousness criterion medically significant), device dislocation ("missing essure device/no signs of essure device on CT scan,"), genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and device expulsion ("expulsion of essure device") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). Essure treatment was not changed. At the time of the report, the stillbirth, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, anxiety, menorrhagia, vaginal haemorrhage, depression, migraine, nausea, abdominal pain lower and device expulsion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, stillbirth and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic pain, abdominal pain ,back pain, gen. Abnorm. Bleed concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain. Lot number: cs0008w, manufacture date: 2013-12, expiration date: 2016-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: pfs received: new event: expulsion of essure device. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.